Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failed to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failed to achieve hematoma. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a common femoral artery, after a diagnostic procedure. Reportedly, when the vessel locator button was depressed, the vessel locator wings would not deploy. The device was successfully removed and manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was available.